Manufacturer narrative:
E1 - initial reporter addr 1: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawers 2-1, 3-2 and 4-2 were intermittently failed cubie pockets. A field service engineer reseated the row board cable, ribbon cables, and retractor bands in all drawers. The row board cable connections to the row boards were checked. Drawers and cubie pockets functioned properly. Customer tested the drawers all passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the half height cubie drawer was failed. The customer stated that this malfunction caused a delay to the patient care and medication was available in additional devices. There were no adverse events or injuries reported based on this event.